Event description:
Treatment of a large eccentric fusiform aneurysm. It was reported that the physician used two pipelines on (B)(6) 2012 and the placement was difficult due to tortuosity of the vessels. A third pipeline was implanted in the patient seven months post procedure when the aneurysm was discovered to be still filling during a follow up. The patient was put on plavix and aspirin for 12 months and then taken off of plavix and also aspirin at a later date due to the patient being scheduled for hernia surgery. Subsequently, the patient experienced a large stroke on (B)(6) 2012 because the pipelines had thrombosed. A thrombectomy was not possible due to the tortuosity of the vessels and the stroke developed further. It was reported that the patient expired on (B)(6) 2012.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model#: fa-77400-18; lot#: not reported; dom: n/a; exp: n/a. Model#: fa-77400-20; lot#: not reported; dom: n/a; exp: n/a. (B)(4).